Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome included within an rx cholangiogram kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure, the tip of the sphincterotome bent when it was advanced through the endoscope with the elevator up. The procedure was completed with another jagtome rx sphincterotome.there were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.